Event description:
It was reported that the patient underwent a lumbar discectomy/tlif surgery. It was reported that the pituitary broke while removing tissue. However, there were no patient complications reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The superior shaft is broken at the pivot pin. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order induce fracture of the shaft is consistent with overload. The above observations are consistent with overload.